Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device was not received for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-03910. (B)(4). It was reported that following a percutaneous coronary intervention, the patient experienced myocardial infarction. (B)(6) 2013 the patient presented with atypical chest pain, rising troponin with dynamic electrocardiography changes in the anteroseptal distribution. The patient was diagnosed with non-st segment elevation myocardial infarction and the patient was referred for urgent/emergent cardiac catheterization. The 70% stenosed and 28mm long target lesion was located in the mid left anterior descending artery with a reference vessel diameter of 2.75mm. The target lesion was treated with pre-dilation using a 2.5x20mm balloon catheter and placement of a 3.0x28mm promus element plus study stent, resulting in 0% residual stenosis. A second 80% stenosed and 16mm long target lesion located in the 1st obtuse marginal with a reference vessel diameter of 2.5mm was treated with placement of a 2.5x20mm promus element plus study stent, resulting in 0% residual stenosis. The following day the patient developed myocardial infarction. Cardiac enzymes were noted to be elevated; no action was taken in response to the event. The patient was discharged the same day.